Event description:
It was reported that while removing hardware, during an unspecified surgical procedure, it was discovered that the quick coupling device would not spin. There were no delays to the planned surgical procedure as an identical spare device was available for use. The surgery was completed successfully with the spare device. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. (B)(4) engineering evaluated the device and observed that the device would not spin. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to organic debris, medical matter and corrosion due to improper/ insufficient cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.